Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system will not boot up this morning getting stuck at 0:00. Upon further inspection, philips field engineer (fse) visited onsite and confirmed the malfunction in flexvision pc and hard drive. The defective part was returned to analysis where no failure was observed. Fse replaced the flexvision pc and hard drive. After the replacement of flexvision pc and hard drive, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.